Manufacturer narrative:
All available information was investigated, and the returned device analysis identified the clip was unable to open; therefore, the reported unintended movement of clip opening during efaa could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened during efaa and observed inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip a mitraclip xtw was successfully placed on the leaflets. While testing the established final arm angle (efaa) the clip opened to approximately 30 degrees. Troubleshooting was preformed per IFU and the clip continued to open. While the mr remained at an acceptable rate, the mean pressure gradient (mpg) increased to 8-9mmhg so the clip was removed from the patient. A new mitraclip xtw was advanced, and successfully placed. The clip was implanted despite the mpg of 9mmhg per the physician's discretion and the procedure was discontinued. The final mr was grade<1. There were no adverse patient effects or clinically significant delays reported.